Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during flap creation, bubbles formed in a different way from the rest of the cutting plane. The surgeon observed an adhesion when trying to lift the flap and used a crescent blade. The flap presented a button hole so the surgeon repositioned the flap and did not continue the operation. The patient is scheduled to be seen again soon to check the flap position. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review shows no abnormalities by the device itself but the logfile showed a poor vacuum two value during the treatment of this eye. The vacuum check and also all other treatments on the day show no similar poor value for vacuum. This indicates a handling problem of the user during this treatment. Further the treatment report indicates there is a lot of liquid in between the cone and the surface of the eye. These both could lead to a thin flap due to user handling. According to the logfile review and the treatment report review there was no malfunction of the system and the reported problem is caused by user handling. The manufacturer internal reference number is: (B)(4).